Event description:
It is reported that pt experienced a sudden onset of pain and was revised on (B)(6) 2008 due to failure of the femoral stem.

Manufacturer narrative:
Evaluation summary: device was in situ approx 9 months. The devices were not returned and x-rays were not provided. According to the surgical notes, the pt's weight was (B)(6) and based on the pt's size, additional exposure and time was needed to complete the operation. It was also noted that "a proximal segment of the femoral component was loose and wiggly within the femur and was easily removed" which may be indicative of a lack of proximal support. No pt activity level was indicated. The package insert and/or surgical technique contain statements warning that device fracture may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. In this case, pt weight and insufficient proximal support may have contributed to the fracture. However, the exact cause of the distal stem fracture cannot be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.